Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned. A review of the complaint handling database found no similar incidents from this lot reported for hub leaks. Av reviewed the lot history record and there were no manufacturing nonconformities. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified popiteal artery that was 95% stenosed. A 5.0 x 40 mm armada 18 balloon dilatation catheter was noted as having a leak at the hub during the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.